Event description:
Reported overdelivery of narcotic: the pt was on morphine via pca pump with no info available to strength, mode or settings. It was reported by the customer contact that the overdelivery was due to "operator error" in programming the device. The customer contact was told by the director of nursing that the "pt did fine with no adverse sequelae, and was discharged." According to the customer contact, the pt "was never intubated" and that the "narcan reversed pt". The customer contact reports that the pt was placed in ICU overnight for observation. Though requested, no further info was available.